Event description:
Pt was implanted with prodisc-c at level c4-c5 on (B)(6) 2012 along with an acdf with vectra plate and cervical bone at c6-c7. Follow-up exam on (B)(6) 2012, stable status noted, follow-up exam on (B)(6) 2012 the prodisc-c, c4-c5 implant is migrating anteriorly, follow-up exam on (B)(6) 2012 the prodisc c, c4-c5 implant shows greater migration anteriorly and the pt is experiencing soreness in neck, but not in the arm. Pt was returned to operating room on (B)(6) 2012, prodisc-c was removed, pt was revised to vectra plate and mtf bone. Pt was noted as stable.

Manufacturer narrative:
The investigation could not be completed, no conclusion could be drawn, as no product was received. A device history records review has been requested.